Event description:
The device was sent to the user facility's biomedical department for evaluation due to repeated alarms. When the biomedical technician tested the device, it reportedly delivered slower than programmed.